Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the skin for an estimated 4 to 24 hours at the time medical attention was required; the exact duration could not be confirmed. The caller reported the pod was not connecting with the sensor, which allegedly resulted in inaccurate insulin delivery, and the omnipod 5 app displayed ¿high,¿ which is interpreted as greater than 400 mg/dl. Due to elevated blood glucose levels and inability to self-manage, the patient was hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026. The reported diagnosis was diabetic ketoacidosis. Treatment included insulin infusion and potassium therapy. The pod is not available for return, as it was discarded at the hospital. Dexcom was notified of the event on (B)(6) 2026.